Manufacturer narrative:
As reported, sorbafix fixation device fasteners failed to fixate. Evaluation of sample returned confirms the reported event. The device as received was out of sync. This is not indicative of the as manufactured condition. Simulated use and functional testing confimred the device failed to fixate the mesh. Based on the sample evaluation the most probable root cause is an event occurring during user/ device interface result in the out of sync condition. This resulted in the deployment issues reported and found. No manufacturing anomalies were found. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note, the date of event (02-apr-2025) is provided as a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an unknown procedure the sorbafix enhanced device is not firing correctly, and the fasteners were only going in part way. There was no patient injury.